Manufacturer narrative:
The hvad is used for treatment not diagnosis. The patient was admitted to the hospital for high watts and increased flows. Due to this event, patient was transplanted (B)(4) 2014. The last report received indicated that the patient is doing well post-transplant. The pump ((B)(4)) was returned for evaluation and testing was performed. Review of the manufacturing documentation and evaluation confirmed that the associated devices met all requirements for release. The event was confirmed via the log files, which revealed a possible thrombus event or change in patient state. The most probable root cause of the reported high power event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately eight months post hvad implantation, the patient was admitted to the hospital with increased pump power and flows, and increased urine output. Pump thrombus was suspected and the patient was subsequently transplanted eleven days later. Additional information received indicated that the patient is doing well post-transplant. The explanted pump was returned to the manufacturer for analysis. Investigation is ongoing.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.